Manufacturer narrative:
(B)(6). The lot was manufactured august 11, 2016 ¿ august 12, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. In order to verify the report of underinfusion, a functional flow rate test must be performed on the actual device to verify flow accuracy. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a small volume folfusor. The device did not deliver the whole solution of cytotoxic drug over the 46 hour infusion time. There were no kinks in the line and the clamps were open. There was no patient injury or medical intervention associated with this event. No additional information is available.